Event description:
It was reported that, intra-op, the implants ruptured while the surgeon inserted cages into the disc space. The implants came in contact with the patient. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.